Manufacturer narrative:
There was no button response due to corroded keypad traces. The battery out limit, suspend mode anomaly or alert icon anomaly, were unable to be verified due to button and or keypad anomaly. The pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call of issues with battery out limit and their device being in suspend mode. The customer states they were unable to clear the alarm with the esc and act buttons. The customer's blood glucose level at the time was 148mg/dl. The customer states the device suspended on its own. The customer states they tried to change out the batteries, but still received the alarm. The customer states the keypad is unresponsive. The customer was advised that the device would be replaced and returned for analysis.